Manufacturer narrative:
B5: additional information received on 26-oct-2022 via email and attached to complaint object:?patient details updated below. The reported product fault while in use with the patient. The product issue did not contribute to patient or clinical injury. The actual cassette is available for investigation. The cassette was not replaced at the time of this report; however, the patient had additional cassettes and was able to successfully continue their infusion which is life sustaining. The event has been resolved. Report provided by patient/caregiver. B5: additional information received on 8-nov-2022 via email: the patient informed their pharmacy partners that the device was sent back. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient experienced multiple no disposable/no cassette errors approximately every six hours or so the last day or two. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial# not provided. Operator of device is unknown.